Event description:
A review of service data has detected a reportable event. During servicing battery sn (B)(4), the battery was unable to charge or power on a monitor. The last pt to use this battery did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. Upon evaluation, the battery was unable to charge or power on a monitor. The root cause was unable to be positively determined, but was likely excessive discharge of the battery pack cells. No adverse event resulted from the defective battery. The last pt to use this battery did not report any deficiencies.